Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint of a broken wire. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. A review of the instrument log for the small grasping retractor part# 420318-02/lot# m10120315 236 associated with this event has been performed. Per logs, the small grasping retractor was last used on (B)(6) 2020 on system (B)(4). A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Based on the information provided at this time, this complaint is being reported because this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no patient harm or injury, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur.

Event description:
The customer conducted an inspection of the instruments and accessories in anticipation for a planned da vinci-assisted surgical procedure. During inspection, the customer found the small grasping retractor to have a broken wire at the tip. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, but the customer was unable to provide any further details.